Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user was visited to emergency medical service on (B)(6) 2021 due to low blood glucose level. Customer alleged insulin pump for possible over delivery. Blood glucose level was 40 mg/dl at the time of call. Customer was passed out and had weakness as a result of low blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. It was unknown if the user was using auto mode feature at the time of reported low blood glucose incident. Customer had not treated for their low blood glucose level. Insulin pump will be returned for analysis. Reservoir will not be returned for analysis.